Event description:
The customer reported having low blood glucose of 31mg/dl by the time the paramedics were called at his home. The caller stated that his parents were unable to wake him up. The customer was given an insulin drip and dextrose to help him come back up from the low blood glucose. The customer mentioned that the drive support cap was flush. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.